Event description:
Additional information was received regarding the event. It was reported that the posterior cervical fusion was performed successfully to stabilize the cervical. The surgery was successful without any complications. The patient issue has been resolved and the surgeon has never complained any issues after the second surgery.

Manufacturer narrative:
Radiographic image review: radiographic image review was provided by dr. (B)(6) revealed that the intra-op and post-op x-rays for cervical corpectomy are provided. On the post-op x-ray, it appears there is a degree of settling of the graft with adjacent change in the position of the superior screws in the vertebral body. It is unclear if the cage is collapsed or if the patient simply settled a bit on the construct given the pre-existing deformity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the event. It was reported that the end cap has moved after final locking, suspected centerpiece collapses after final locking. It showed on postoperative x-ray implants have shifted from original position.

Manufacturer narrative:
Report source: foreign country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of severe cervical myelopathy with kyphosis in need of c4 and c6 corpectomy and plating with fusion used in spinal therapy. It was reported that after few days of implantation, surgeon realized the implant placement was changed, cervical lordosis changed to kyphosis, cage height also reduced, surgeon suspected locking screw next to end cap became loose. Existing pain did not reduce, and cervical kyphosis still exists post-op. Additional surgery of posterior cervical decompression and fusion was performed as a result of the event. There were no further complications reported regarding the event.